Manufacturer narrative:
Insulin pump passed displacement test. No physical damage to the reservoir compartment noted. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. Customer¿s blood glucose level was were 475 mg/dl and 321 mg/dl. Customer was treated with manual injection. Customer also reported that there was something loose inside the reservoir compartment towards the bottom. Customer declined troubleshooting for high blood glucose. The device will be returned for analysis.